Manufacturer narrative:
(B) (4): eval results: (death).

Event description:
A 3.5mm diameter x 12mm length endeavor rx drug-eluting coronary stent was deployed into a pt with no issue reported. However, it was reported that approx 5 months post implant, the pt died. Communication from the field confirmed that the pt's general condition was not good and at time of death, the pt was in the hospital receiving treatment for other disease. Info from the field also confirmed that there was no relationship between the relevant stent, the procedure and the pt death.